Event description:
A user facility experienced leaking with a disposable drug reservoir. The leak was discovered when the reservoir was being attached to a pt's administration set. According to the complainant, the reservoir-tubing split (in the radial direction) where it joins the female luer connector. There was no injury associated with the reported malfunction.